Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range after they performed multiple chemwash on the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance on the system. The cse replaced all drains and waste tubing. The cse then primed and aligned the system. The cse performed a system check, which passed. The cse ran qc, which were within expected range. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (ctni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.